Event description:
It was reported, by the patient, that post a coronary stenting treatment procedure, the boston scientific stent became 100% blocked and he experienced congestive heart failure. Additional information was requested but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.